Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own, and no weak battery alarm noted. The device had minor scratched lcd window, cracked reservoir tube lip, and broken belt clip slot.

Event description:
It was reported the customer received a button error alarm. Customer also reported their buttons were unresponsive and their numbers were scrolling. It was also found the customer received a weak battery alarm on their insulin pump. The customer's blood glucose was 8.1 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).